Event description:
On (B)(6) 2025 ¿ the end-user reported receiving a ¿connect cgm or enter bg dosing stops¿ alert while using a dexcom g7 sensor. A confirmatory fingerstick measured 367 mg/dl. The sensor was determined to have failed, and the user was instructed to replace it. After placing a new sensor and beginning the warmup period, dosing resumed as expected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.